Manufacturer narrative:
The deltamaxx (cdx180312-30, lot c31045) will not be returned, therefore the root cause of the coils non-detachment cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the hospital reported that during a procedure to treat the major aortopulmonary collateral artery (mapca) a deltamaxx (cdx180312-30 / c31045) could not be detached. The complaint deltamaxx was used to embolize the patient¿s internal thoracic artery (ita). A 4fr sheath introducer by unspecified manufacturer, a gt guide wire by unspecified manufacturer, an enpower detachment control box and cable (lots unknown), and a prowler select plus (45 angled, lot unknown) were used for this procedure. It was reported that the physician was unable to detach the complaint deltamaxx. The enpower detachment control box¿s detach button was also pressed and the deltamaxx was withdrawn and re-inserted for the re-attempt, but to no avail. It was replaced with another deltamaxx 3mm with the different lot (lot unknown), which was successfully detached. The procedure was completed without further issues. There were no patient injury/complications. There was no significant clinical delay to the procedure as a result of the issue. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. All connections appeared to fit properly without use of excessive force. No visible damage was noted on the product prior to and after the event. The complained product is not available for analysis. No further information is available.